Manufacturer narrative:
Intuitive surgical, inc. (Isi) contacted the customer and obtained the following additional information about the complaint: the tip was not missing from the instrument and there was no damaged observed to the mcs instrument. There are no photographic images of the instrument available for isi review. Isi did receive the monopolar curved scissors (mcs) instrument to perform failure analysis (fa). Fa was able to confirm/reproduce the reported complaint. The instrument was found to have blade damage. Both of the blade edges were indented. The blade indentation did cause the cut test failure and caused the blades not to open or close properly. The cutting edge had corrosion that would have contributed to the blade damage or cutting failure. The probable root cause of nicks and gouges on the instrument blades is attributed to use-related damage when attempting to cut incompatible material (i.e., hard objects such as bone or cartilage) or mishandling the instrument.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy (without lymphadenectomy) surgical procedure, the 8mm monopolar curved scissors (mcs) instrument's tip end was open. The procedure was completed with no reported injury.